Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va12m57, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis concluded the stim ins (B)(4) had no evidence of anomalies. Analysis concluded the stim lead (va12m57) had no evidence of anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the implantable neurostimulator (ins) and lead that were replaced would be sent back for analysis, because there was an allegation of premature longevity. The patient saw elective replacement indicator (eri) and noticed a change in therapy in (B)(6) 2016. During the procedure, when the healthcare provider (hcp) opened the pocket, the lead was almost coiled up behind the ins in the pocket. They also mentioned there was a gelatin-like substance in the pocket that had to be cleaned out; the hcp indicated this was not an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.